Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) (at the time of initial report) infant male patient of unknown origin. Medical history included he was in coma approximately in (B)(6) 2019, he was to the hospital where he was on a different insulin, he was first in ICU (intensive care units) his glucose began to stabilize then brought to non-ICU but his glucose started to go down fast down to 25 mg/dl or go up fast to 500 mg/dl. They took him and went to air forces hospital where they prescribed company insulin. Concomitant medications were not provided. The patient received human insulin isophane suspension (rdna origin) (humulin n) from a cartridge via a reusable humapen ergo (unknown color), with unknown dose, frequency, subcutaneously, for the treatment of diabetes, beginning on (B)(6) 2019. He was also receiving insulin lispro (rdna origin) (humalog) from an unknown formulation, via unknown device, with unknown dose, frequency and route, for the treatment of unknown indication, beginning on an unknown date. Since an unknown date his status was better after he started using human insulin isophane suspension and insulin lispro as his blood glucose when it went down it only went down to 100 mg/dl and went up maximum to 500 mg/dl. On (B)(6) 2019 his blood glucose was in range 100-200 mg/dl which was good regarding his previous status. Since (B)(6) 2019, he needed increased dose as his blood glucose was always high. His father felt the reason for this was the cartridge he was using was almost expired, he checked the date and it was 2020. On (B)(6) 2019, the humapen ergo which got stuck it did not dispense any dose until they changed the needle twice then it worked properly. The humapen ergo problem might be due to needle got plugged after using it two or three times (product complaint (pc) # (B)(4), lot# unknown) (improper use of the device). The needle broke inside his leg when he was injected, the humapen ergo was pulled out and the needle was not there, so they took him to hospital where he was hospitalized and made CT scan which confirmed the needle was in his leg and would need surgery but after stabilizing his blood glucose. It was unknown what was the cause of this incident (needle breakage) might be the problem with the needle or the problem with the one who injected him. Information regarding corrective treatment was not provided. Outcome of the events was not recovered. Human insulin isophane suspension was continued, while the status of insulin lispro therapy was not provided. The father of the patient was the operator of the reusable humapen ergo device and his training status was not provided. The general reusable humapen ergo device model duration of use and suspect reusable device duration of use was seven days. The status of suspect reusable humapen ergo device was ongoing and the return of suspect reusable humapen ergo device was not provided. The initial reporting consumer did not provide relatedness assessment between the event of needle stuck in leg and human insulin isophane suspension and insulin lispro drugs and did not knowif the event of blood glucose increased was related to human insulin isophane suspension and insulin lispro drugs. The initial reporting consumer did not know if the events were related to reusable device humapen ergo. Edit 23-sep-2019: upon review of the information received on 01-sep-2019, the pc# (B)(4) was received during pc reconciliation. Processed pc accordingly. No other changes were made to the case. Edit 24-sep-2019: updated medwatch fields for expedited device reporting. No new information added. Edit 25-sep-2019: upon review of the information received on 01-sep-2019, the dosage information of human insulin isophane suspension was updated, and updated the improper use and storage of the device humapen ergo from no to yes. No other changes were made to the case.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 01oct2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: the father of a male patient reported that his son's humapen ergo "got stuck it did not dispense any dose until they changed the needle twice then it worked properly." He reported the device problem "might be due to needle got plugged after using it two or three times." He also reported that the needle broke inside his son's leg when he was injected. The patient experienced needle breakage in his leg and a non-serious event of increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient also reported reusing needles. The core instructions for use states to use a new needle for each injection. There is evidence of improper use. The user reused needles. This misuse may be relevant to the non-serious event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 10-month-old (at the time of initial report) infant male patient of unknown origin. Medical history included he was in coma approximately in (B)(6) 2019, he was to the hospital where he was on a different insulin, he was first in ICU (intensive care units) his glucose began to stabilize then brought to non-ICU but his glucose started to go down fast down to 25 mg/dl or go up fast to 500 mg/dl. They took him and went to air forces hospital where they prescribed company insulin. Concomitant medications were not provided. The patient received human insulin isophane suspension (rdna origin) (humulin n) from a cartridge via a reusable humapen ergo (unknown color), with unknown dose, frequency, subcutaneously, for the treatment of diabetes, beginning on (B)(6) 2019. He was also receiving insulin lispro (rdna origin) (humalog) from an unknown formulation, via unknown device, with unknown dose, frequency and route, for the treatment of unknown indication, beginning on an unknown date. Since an unknown date his status was better after he started using human insulin isophane suspension and insulin lispro as his blood glucose when it went down it only went down to 100 mg/dl and went up maximum to 500 mg/dl. On (B)(6) 2019 his blood glucose was in range 100-200 mg/dl which was good regarding his previous status. Since (B)(6) 2019, he needed increased dose as his blood glucose was always high. His father felt the reason for this was the cartridge he was using was almost expired, he checked the date and it was 2020. On (B)(6) 2019, the humapen ergo which got stuck it did not dispense any dose until they changed the needle twice then it worked properly (product complaint (pc) (B)(4), lot number unknown). The humapen ergo problem might be due to needle got plugged after using it two or three times (improper use of the device). The needle broke inside his leg when he was injected, the humapen ergo was pulled out and the needle was not there, so they took him to hospital where he was hospitalized and made CT scan which confirmed the needle was in his leg and would need surgery but after stabilizing his blood glucose. It was unknown what was the cause of this incident (needle breakage) might be the problem with the needle or the problem with the one who injected him. Information regarding corrective treatment was not provided. Outcome of the events was not recovered. Human insulin isophane suspension was continued, while the status of insulin lispro therapy was not provided. The father of the patient was the operator of the reusable humapen ergo device and his training status was not provided. The general reusable humapen ergo device model duration of use and suspect reusable device duration of use was seven days. The status of suspect reusable humapen ergo device was ongoing. The suspect reusable humapen ergo device associated with product complaint (B)(4) was not returned to the manufacturer. The initial reporting consumer did not provide relatedness assessment between the event of needle stuck in leg and human insulin isophane suspension and insulin lispro drugs and did not know if the event of blood glucose increased was related to human insulin isophane suspension and insulin lispro drugs. The initial reporting consumer did not know if the events were related to reusable device humapen ergo. Edit 23-sep-2019: upon review of the information received on 01-sep-2019, the pc (B)(4) was received during pc reconciliation. Processed pc accordingly. No other changes were made to the case. Edit 24sep2019: updated medwatch fields for expedited device reporting. No new information added. Edit 25-sep-2019: upon review of the information received on 01-sep-2019, the dosage information of human insulin isophane suspension was updated, and updated the improper use and storage of the device humapen ergo from no to yes. No other changes were made to the case. Update 01oct2019: additional information received on 30sep2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen ergo device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.